Event description:
It was reported that the customer's insulin pump was cracked and that it alarmed and error during the priming process. Her blood glucose was 100mg/dl at the time of reporting. The insulin pump was returned. No additional information was reported.

Manufacturer narrative:
Insulin pump alarmed prime during prime test, due to moisture damage force sensor. No prime alarm during testing noted. Insulin pump received with minor scratches on display window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.